Manufacturer narrative:
(B)(4).

Event description:
Distributor representative contacted dexcom on (B)(6) 2016 to report on behalf of patient's mother that they were experiencing transmitter issues on (B)(6) 2016. No injury or medical intervention was reported.